Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: (B)(4), model: sc-8416-70, serial: (B)(4), batch: 7011539.

Event description:
It was reported that the patient's ipg pocket caused too much discomfort. All components were explanted and discarded. The patient was doing well postoperatively.